Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called in to report hospitalization due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose level was 874 mg/dl at time of hospitalization and was treated with an intravenous insulin drip. Patient's daughter stated they attempted to keep customer on insulin pump but it was not delivering insulin and they suspended the device. Troubleshooting was declined and new insulin pump was ordered. Nothing further reported.